Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podj¿s). During the procedure, while attempting to advance a podj into a lantern delivery microcatheter (lantern), the assisting surgeon inadvertently kinked the podj pusher assembly then subsequently, encountered resistance. Therefore, the podj was removed and the procedure was successfully completed using a new podj, new ruby coils and the same lantern. There was no report of an adverse effect to the patient.